Event description:
On august 2, 2022, haemonetics was made aware of a donor fatality from an apparent heart attack on (B)(6) 2022. Donor's last donation occurred on (B)(6) 2022 using a pcs®2 plasma collection system. At this time, the donation center reports there was no autopsy performed. A family member reported to the center a medical diagnosis of hypertension for which the donor did not disclose and she had been prescribed an unknown medication. There was no report of donor reaction during the procedure. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation. No further information is expected from the reporter.

Manufacturer narrative:
A haemonetics field service engineer checked all listed parameters; unit was found to meet all manufacturing specifications and was deemed ready to use. No adverse events on last donation were noted by the center. There are no nonconformances against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all specification testing passed. There were no issues, events or alarms noted with the equipment used during the last donation procedure and there were no issues noted with the disposables. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.